Event description:
The pump stopped infusing and read "system error." The biomedical assessment revealed that the pump's error log had one error code: 111.200.0. This is a known software problem which alaris fixes by re-flashing the pump's software. At this time, alaris does not know the cause of this particular problem. The pump will be sent to alaris for evaluation and repair. There was no patient harm as a result of this failure.